Event description:
A patient underwent an initial surgery on an unknown date and was scheduled for a revision adjacent level surgery. While performing the revision surgery, the surgeon noticed that a mariner set screw had popped off post-operatively. Customer confirms there was no patient injury, no delay in surgery and the surgery was completed successfully. Date of initial surgery and revision surgery were unable to be provided. Although requested, the product is not available for evaluation.

Manufacturer narrative:
The product is not available for evaluation; no lot information was provided. No definitive root cause could be established. Review of labeling: possible adverse events bending, disassembly, or fracture of implant and components loosening of spinal fixation implants may occur due to inadequate initial fixation, latent infection, and/or premature loading, possibly resulting in bone erosion, migration, or pain